Manufacturer narrative:
(B)(4). MDR decision is now not reportable as the following additional information was received. Additional information was requested and the following was obtained: additional information received from jjm rep via email: "the case was converted to open not due to harmonic failure. Patient was not harmed due to failure. Post op as per normal open procedures." Upon review of the additional information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a lap converted to open high anterior resection with ileostomy formation, the device stopped working, "wouldn¿t clean." The machine was turned on/off to try again, but as a result said "replace instrument." The patient was not harmed and the case was continued without advanced energy.